Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, premature battery depletion due to eri was observed on the device. Device is under fsca battery advisory. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
¿Correction: manufacturer report MDR-2017-07996 and MDR-2017-07996-01, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).¿